Event description:
It was reported that in the pt's room, two days after the catheter was placed in the pt's right subclavian vein in the emergency room, a leak was found from the insertion site. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.